Manufacturer narrative:
Evaluation codes: updated. Device evaluation: product was not returned and provided pictures do not depict the reported issue related to the tower. Pictures show the orange pressure outlet bulk head quick connector present in the back of the tower. No picture of scattered components provided and the picture of the base did not show a damage but a dislodged end cap that needed to be pushed back into location. The exact cause could not be determined; however, based on the reported problem, the most probable cause is shipping and handling damage of the tower causing the accessories inside the ziploc bag to scattered inside the box. A DHR review could not be completed because the document could not be found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the device is later returned, the complaint will be reopened and an investigation will be completed. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the production date of the pressurized chamber was (B)(6), 2021. The production date of the main engine was (B)(6), 2023 and pressurized chambers are different. During installation, except for the three screws that were packed in good condition, the rest of the accessories were scattered under the main unit and there was no orange connection to the pressurized tube. One corner of the base was split (not a new imprint). At present, the product has been installed in the hospital and has not yet been accepted. No patient was involved.

Manufacturer narrative:
Other, other text: d4: UDI section is unknown. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.